Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided letter/office notes from their dental appointment. The notes say patient diagnosed with chronic gingivitis. Per dentist patient is contraindicated, not recommending byte aligner use and to discontinue use effective immediately. This is a contraindicated patient for implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.